Manufacturer narrative:
A review of the logfile for the treatment day could confirm during the reported treatment after an info message displayed, it caused a loss of tracking and the treatment stopped. The user tried to run the center test again and additional information messages appeared message one after another shortly. It indicates the patient rolled the eye, so the user tried additional center test two times. During these center test further messages were displayed. The user restarted the treatment immediately and completed the surgery without any problem. No technical root cause could be identified during logfile review. The system was working within specification. The root cause is movement of the patient's eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, during refractive treatment of a patient's right eye the laser was starting and stopping as the patient was moving her eye in and out of the treatment zone. With one second left in the treatment the laser stopped and would not restart to complete the remainder of the treatment. The site had to exit the treatment screen and re-access the treatment to complete the final shots of the treatment plan.